Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of patient's right knee due to poor patella tracking. Surgeon replaced bushings only, there was no issue with implants - patient soft tissue matter only.

Manufacturer narrative:
An event regarding revision due to soft tissue issues involving an mrh bumper was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation:not performed as no medical records were received. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the information provided, the exact cause of the event could not be determined. Further information such as additional x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a definitive root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of patient's right knee due to poor patella tracking. Surgeon replaced bushings only, there was no issue with implants - patient soft tissue matter only.